Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was rising. The atrial capture threshold was stead at approximately 1v through (B)(6) 2015 the began to rise beginning on (B)(6) 2015. (B)(4).

Event description:
It was reported that during a routine check it was discovered that the atrial lead threshold rose after a magnetic resonance imaging scan was performed and had remained at that level. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.